Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging issues with her onetouch ultra2 meter reverting and testing in the settings mode. The patient also alleged the down arrow button was not responding. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2013. The patient manages her diabetes with novolog insulin (sliding scale) and lantus insulin (30 units in the morning, evening and before bed). Due to the alleged issues, the patient reportedly skipped her usual dose of novolog insulin that same evening. A couple hours later, the patient claimed she felt symptoms of hot, sweaty and clammy. The patient denied receiving medical treatment in response to her reported symptoms. At the time of troubleshooting, the cca noted there was no indication of misuse. The subject meter was being used for the first time. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issues began.